Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer managed to resolve the issue by successfully reloading the same cartridge onto the insulin pump following instructions from technical support to clean the pneumatic tap area. The customer acknowledged the advice to clean this area with an alcohol wipe or lint-free cloth during future cartridge changes and will call back if the issue reoccurs.